Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a microbiological culture was performed on the evis exera ii duodenovideoscope during preparation for use. Pseudomonas was detected in the air/water channel. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide a corrected device evaluation and corrected medical device problems codes. H11 corrected data: the device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the plastic distal end cover had leakage. The adhesive on the bending section cover was uneven. Due to wear of the angle wire, the bending angle in the right direction did not meet the standard value. Due to wear of k-wire, the forceps raising angle did not meet the standard value. Additional reportable malfunctions were identified. The plastic distal end cover had a chip (gap). The plastic distal end cover had residual liquid due to insufficient or incorrect reprocessing, and the light guide lens was dirty.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results confirmed to the regulation's recommendation. The legal manufacture noted the following regarding each defect: defect 1: positive in culture test (not confirmed through olympus third-party culture testing) we were not able to judge relation between the subject device and the defect from the following investigation results. ·no obvious deviation from IFU was confirmed from the review of the reprocessing steps provided from the user. ·distal end cap cover (c-cover) has residual liquid, leakage at c-cover: fail defect 2: residual liquid at c-body we were not able to specify occurrence cause of the defect from the following investigation result. ·no obvious deviation from IFU was confirmed from the review of the reprocessing steps provided from the user. Defect 3: inside light guide-lens was dirty we were not able to specify occurrence cause of the defect. Defect 4: plastic cover cracked (gap was generated) from the following investigation results we presume that the defect occurred by physical stress applied to distal end such as hitting and dropping. ·leakage at c-cover. ·c-cover has a chip. The legal manufacture was not able to judge relation between the device and the defects from the above investigation results. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter, the device evaluation, and the manufacturing date of the device. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The aer water tested negative. The air/water channel and forceps elevator channel were flushed. The scope was precleaned with neodisher mediclean forte detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port and distal end/areas around the elevator were manually cleaned with neodisher mediclean forte detergent, medi-globe cleaning brushes, and olympus brushes (reference # (B)(4)). The scope was manually disinfected with neodisher mediclean forte. The aer used was a steelco along with neodisher sc detergent and neodisher sept pac disinfectant. The scope was hung vertically. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, distal end, and forceps raiser of the scope were cultured. No microorganisms were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the plastic distal end cover had a chip. The plastic distal end cover had residual liquid. The light guide lens was dirty. The adhesive on the bending section cover was uneven. Due to wear of the angle wire, the bending angle in the right direction did not meet the standard value. Due to wear of k-wire, the forceps raising angle did not meet the standard value.

Event description:
Additional information was received from the reporter. Eight (8) colony forming units (cfus) of pseudomonas aeruginosa and one (1) cfu of candida albicans was detected in the instrument channel. Thirty (30) cfus of pseudomonas aeruginosa was detected in the air/water channel. The issue was detected at reprocessing.